Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to damage to the manifold unit, a gas leakage from the secondary piping is found. Based on the investigation, the most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the high flow insufflation unit exhibited that due to damage to the manifold unit, a gas leakage from the secondary piping is found. There were no reports of patient involvement.